Event description:
It was reported to philips that system could not boot up. No harm was reported to philips. The device was outside the clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the software stuck, system cannot proceed to application page. Fse found system stayed on the startup screen. Upon functional testing fse found ippc was normal; then fse checked the ethernet switch, it did not work. To resolve the issue fse replaced the ethernet switch. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.